Manufacturer narrative:
Concomitant product: paclitaxel 300mg/ml vial, lot number 14j16na, manufacturer teva; therapy date (B)(6) 2015. The customer complaint could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified. This product is distributed by (B)(4) and manufactured by yukon medical. (B)(4)

Event description:
We received maude report from yukon medical that the FDA provided to them that stated, "carefusion smartsite vialshield 20mm closed vial access device (#1) failed to completely penetrate the stopper of the teva paclitaxel 300mg/50ml vial (#2). The vialshield and paclitaxel vial where placed in the connecting apparatus provided by (B)(4). The level was pulled down to activate the connection instructed by (B)(4). However, the vialshield failed to completely penetrate the vial stopper. Instead, the vialshield push the vial stopper down into the vial. To minimize exposure to paclitaxel, the hazardous contents of vial were drawn up into a 60ml syringe and called with a tevadaptor syringe adaptor." There is no report of user or patient harm; the event outcome is listed as required intervention but there is no detail provided.